Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that since the beginning of physical therapy the pt no longer feels stimulation in her left arm. Impedance check showed normal on some contacts, low on some and invalid on others. The sjm rep was able to reprogram the system and provide the needed coverage in the pt's left arm using the valid contacts. Follow up found that x-ray revealed one of the tails of the pt's lead had partially disconnected from the ipg header. The physician is determining the next course of action. No further info is available at this time.